Event description:
It was reported there is a problem with the internal structure of the central venous catheter kit and accessories for peripheral intubation. The PICC catheter cannot be inserted, and the pre-flush catheter can flush out the black dirt.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a foreign material is in conclusion, due to the state of the returned sample. Two photographs of a 4 fr groshong nxt kit were returned for evaluation. An initial visual observation of the first photograph showed the distal end of a proximal nxt connector piece atop the plastic tray of a kit. A brownish residue could be seen on the tray next to the connector piece. A clear fluid could be seen on the connector piece. The second photograph showed the proximal end of the proximal nxt connector piece and part of a groshong catheter with a stiffening stylet inserted in a kit tray. A clear fluid was observed in the kit tray in this photograph and the brownish residue was observed in this fluid. It could not be determined from the returned photographs if the brownish residue was on the interior or exterior of the kit tray. While a brownish residue was observed on the kit tray in the returned photographs, it was not possible to determine when and where the kit tray came in to contact with this residue from the returned photographs. A lot history review (lhr) of recu2417 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recu2417 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there is a problem with the internal structure of the central venous catheter kit and accessories for peripheral intubation. The PICC catheter cannot be inserted, and the pre-flush catheter can flush out the black dirt.